Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient used poor technique. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (one gram every four days for two weeks) and intraperitoneal gentamicin (40 mgs, daily for two weeks) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. It was reported that the patient was retrained on aseptic technique. No additional information is available.